Event description:
The customer reported to olympus that the gastrointestinal videoscope had up/down angle is down. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a pinhole on bending section the water tightness is lost, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, scope connector cover unit has a scratch, paint on the suction cylinder is peeled, paint on the air/water cylinder is peeled, forceps elevator lever has a scratch, and the forceps elevator knob has a scratch, upward/downward angulation control knob has a scratch, right/left knob has a scratch. Forceps channel port is shaved, switch 3 has a scratch, suction cylinder is shaved, universal cord has a wrinkle/scratched, grip has a scratch, control unit has discoloration, and light guide bundle is slipping down. The customer cleaned, disinfected, and sterilized the device, wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, and sponges with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.